Manufacturer narrative:
Investigation summary: a trend review was performed for model provided and no qns related to this failure mode were found in a 12-months period. No additional complaint related to this failure mode was found in a 12-months period either. No investigation was performed since no samples or picture was received for evaluation and no further information regarding to the failure was provided from customer. No root cause definition was determinate due to the customer did not provided a sample for evaluation and not further information was provided. No preventive and corrective actions required since the failure mode could not be confirmed.

Event description:
It was reported 105"admin set 20dp, pinch clamp non dehp was damaged. The following information was provided by the initial reporter: "customer stated that the items have holes in them and blood comes out."